Event description:
It was reported that during a left heart catheterization, a shaft fracture occurred. The target lesion was located in the non-tortuous and mildly calcified proximal left anterior descending artery. A 15mm x 2.50mm emerge balloon catheter was selected. While attempting to load the device on the guide wire, the physician noticed that the catheter shaft separated. The procedure was completed with a different device. No patient complications were reported and the patient status was fine.

Manufacturer narrative:
Device evaluated by MFR.: device was returned with no original packaging or other devices. There was a complete separation of the hypotube 58cm from the edge of the strain relief. The hypotube fracture surfaces were ovaled, which suggests the device was kinked prior to separation. There was no evidence that the separation was attributable to any product quality deficiencies. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a left heart catheterization, a shaft fracture occurred. The target lesion was located in the non-tortuous and mildly calcified proximal left anterior descending artery. A 15mm x 2.50mm emerge balloon catheter was selected. While attempting to load the device on the guide wire, the physician noticed that the catheter shaft separated. The procedure was completed with a different device. No patient complications were reported and the patient status was fine.